Event description:
During device evaluation, it was found that the channel cleaning brush could not be inserted at all, due to the collapse of the forceps channel. Additionally, the coating of the image guide tube was found to be peeling off (1mm2 or more). There was no patient involved.

Manufacturer narrative:
Based on the results of the investigation, it is presumed that the collapse of the forceps channel was due to stress during handling. It is unknown why the coating of the image guide was peeling. The root cause of both reportable malfunctions could not be specified. The first event is detectable and preventable by handling device in accordance with the following IFU. Warnings and cautions olympus will continue to monitor field performance for this device.